Event description:
A hydrothermablation control unit was used during a hysteroscopy procedure. (Pt age is above 18 years). According to the complainant, the surgeon has no problems with the procedure until the end. At approximately 9 minutes into the ablation, the temperature started to rise and at the 10 minute ablation mark, the temperature read 103 degrees. No alarms went off throughout the procedure and the machine failed to go into cool down phase. The unit was turned off and then turned back on, after which the temperature began to reduce. The temperature continued to drop enough to enable the surgeon to remove the sheath. Follow up information received on september 29, 2009, confirmed that at the end of the procedure, the temperature reached 103 deg on the side panel of the control unit. There were no alarms or error codes displayed. The procedure was completed with this device and there were no patient complications.

Manufacturer narrative:
The reported serial number (B)(4) does not match our records, therefore, device manufacturing and expiration dates are not known. The complainant indicated that the device is available for return but has not yet been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).